Event description:
No additional informaiton provided.

Manufacturer narrative:
1.DHR/bhr review- 1-the batch number of the complained product is 3234111, is 18g and product code is 383954, produced on 2023/09, with a total of (B)(4) in this batch. 2-inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality. 3-check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2.the customer did not return samples and photos, and the defect status cannot be confirmed. 3. Take the retained sample of this batch for end cap torque testing and end cap appearance inspection, and no abnormality was found. 4. The history of customer complaints for the same batch of products has been reviewed, this defect complaint is the third time, the relevant complaint was (B)(4). The three complaints come from the same hospital. In summary, due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus gn 18ga x 1.16in qsyte-cap y leaked when used in head and neck surgery, blood leaked from the extension tube to the backseat of the needle, the defective product could not be returned and a claim was required, no complaint response letter was required, no complaint acceptance letter was required